Event description:
When a patient was connected to the upper module of the dual drive console (ddc), the driver did not function. The patient was switched to a back up driver without incident. Visual inspection of the unit was conducted by a biomedical technician at the site, and the failure was traced to a kink in the pneumatic tubing that connects the solenoid pilot valve to the pressure input of the 3-way valve that controls the vad driveline pressure. A kink in the tubing can cause failure of the module to provide adequate pneumatic drive pressure to the vad. The kink in the tubing was relieved, which corrected the problem. The cause of the kinking is unknown. No corrective action has been implemented, as the cause of the kink in the pneumatic tubing is unknown. Since this is only the first incident of this kind, thoratec plans to monitor and track for similar incidents.